Event description:
Ous MDR - after an implantation time of about 33 months, inappropriate shock deliveries and a pacing impedance of less than 200 ohm were reported. No worsening of the pt's state of health was reported. The system was explanted and returned for analysis. The date of implant was not provided for the lead. Lexos vr, (B)(4), MDR 1028232-2010-01201.

Manufacturer narrative:
Ous MDR - the analysis of the lead found that the insulation was damaged by fraying distal of the connector pin. This damage must with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load of the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical load of the lead in the area of the valve plane. The cuts in the insulation are probably a result of the explantation process.